Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusion (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aa4204vl silicone plate lens but the lens tore. There was pt contact but no injury.